Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The reported issue in this publication refers to a trace element contamination found in bd's sstii tube. The instructions for use for this product do not include data for trace element analysis. Our trace element tubes are specifically designed for this purpose and have supporting data to that effect. This is considered an off label use of this product. Unless they perform a specific validation for their intended use, our trace element tubes are recommended for this reported use. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer compared zinc levels in both trace element tubes 368380 and sst ii tubes 366468 and noticed an elevated concentration (20% increase) in the sst ii tubes.